Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately (B)(6) months ago. Aneurysm and vessel morphology are unavailable. The bifurcated stent graft was implanted on the right and the contralateral limb on the left. Two extension iliac limbs were also implanted. The proximal end of the graft was placed such that the suprarenal stents were crossing both renal arteries. The distal end of the right and left limbs/extensions were placed proximally to the internal iliac arteries. On the final angio a type ii and type IV endoleaks were see and left uncorrected. One day post implant the patient had problems urinating following a foley catheter removal. A straight catheter was used on several occasions to allow the patient to urinate. The patient recovered one day later. This event was determined to be related to the study procedure but not the study device and related to the foley catheter. It was reported that the patient was diagnosed with right groin seroma one month post implant and no intervention was performed. The event is continuing. The investigator assessment states that the event is not related to the study device and related to the study procedure.

Manufacturer narrative:
(B)(4). Results: patient's condition affected effectiveness of device (likely anatomy related), inherent risk of procedure (seroma). Conclusions: device failure/lack of effectiveness related to patient condition (likely anatomy related).